Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker went into backup vvi during interrogation. The patient experienced discomfort. The device was likely in radiofrequency lockout, as only wand telemetry was available. The device took a relatively long time to load episodes and the live electrogram was interrupted a few times with noisy artifacts. In the middle of the interrogation, a popup appeared explaining that the device was in bvvi. A firmware download was performed and the device returned to normal function.